Event description:
A customer reported one cl vented nitro set w/duo ventspike in which an alarm was observed during use with a sigma pump. It was reported that the nitro tubing was primed and placed in the pump. The pump was started at 5mcg and alarmed downstream occlusion. The tubing was checked and the IV was flushed with saline. It was reported that there were no issues flushing the set. The nitro set was then placed on a different pump and the same error message was received. A different IV site was tried, but they were unable to start a drip. The second IV site flushed with ease. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. If additional relevant information or samples become available, a follow-up report will be submitted.